Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contribute to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that post-aquablation procedure, a bladder perforation was observed on the anterior wall (per manufacturer's instructions for use, bladder perforation is a potential perioperative risk of the aquablation procedure). The treating physician was unable to determine when the bladder perforation occurred, as it was identified when the patient was de-catheterized in the hospital. The patient was discharged home with the foley balloon catheter and was scheduled for a cystogram at a later date. The cystogram revealed that the perforation had healed itself and the foley balloon catheter was removed. The patient was reported to be in good condition.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR), and labeling. A review of the device history record (DHR) ab2000-b / serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. Aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bladder or prostate capsule perforation. The aquabeam robotic system was not returned for investigation of this complaint. The treating physician was unable to determine when the bladder perforation occurred, as it was identified when the patient was de-catheterized in the hospital. The patient was discharged home with the foley balloon catheter and later the cystogram revealed that the perforation had healed itself and the foley balloon catheter was removed. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of the aquablation procedure. Based on the information obtained through the treating surgeon plus a review of the DHR, and labeling, the event is considered not device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.